Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Upon interrogation, the right ventricular (rv) lead was noted to have intermittent capture, high thresholds and was pacing below the lower rate. The lead remains in use. No further patient complications have been reported as a result of this event.